Event description:
It was reported that the device had leak down test failure. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device experiencing a leak down test failure was not identified during the customer call. Technical support provided the customer with a copy of service bulletin 662 and sent a follow-up email inquiring whether the customer would like to send the unit in for repair. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.